Event description:
It was reported that "on or about (B)(6) 2008, plaintiff was admitted to undergo surgery" to treat pelvic organ prolapse and stress urinary incontinence. "The device used in plaintiff's surgery was the sparc" sling. The attorney for the plaintiff has alleged that the plaintiff suffered "multiple complaints some time after the mesh was implanted, including recurrent infections, pain, pain with sexual intercourse, and voiding difficulties." It was also alleged that "as a result, plaintiffs have suffered, and will continue to suffer pain, disability, impairment," loss of "enjoyment of life, inability to engage in chosen and necessary activities" it was further alleged that, the mesh has eroded, and caused dense scarring" and that plaintiffs have "sustained and will continue to sustain injuries and damages."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.